Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced high impedances on the lead. As a result, surgical intervention occurred where a fracture was observed at the proximal end of the lead. As a result, the lead was explanted and replaced to address the issue. Therapy restored, reportedly.

Manufacturer narrative:
Manufacturing investigation: rationale: DHR for neuro lead model #: 3186, serial #: (B)(6) and lot #: a000088995 was reviewed. The DHR review confirmed that lead met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. Thus, allegation was unable to be confirmed or not confirmed (unable to determine from information available). Conclusion: the reported event of impedance issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.